Event description:
An alteration of the patient's sound and loudness level was noted when moving his jaw. Over the past years it was possible to adjust the fitting properly. The groundpath impedance changes between 9 and 2 kohm when moving the jaw. A re-implantation was planned to be carried out when a proper fitting is no longer possible. The patient was explanted, however the date is currently unknown.

Manufacturer narrative:
The device has been explanted and returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.